Event description:
I had a partial hysterectomy in early 2009 in hospital. A couple of months before the surgery, my gynecologist asked me about any urinary leakage, which I indicated on occasion I experienced small amount with coughing or sneezing. He performed a urodiagnostic test and called me on the phone to tell me that he could go ahead and perform a "bladder taping," which was a "simple and routine" procedure that would be done at the time of my hysterectomy and involved "placing a little mesh around the neck of the bladder." I had never gone to my doctor with complaints of incontinence. My understanding, since I was having open abdominal surgery for the hysterectomy, was that the "bladder taping" would be done through the abdominal incision. I was not told otherwise, nor would I have even known what to ask, and there was no discussion about exactly what the "bladder taping" involved or that there were any risks associated with the procedure. After being discharged from the hospital, I called my doctor upset and confused to discover a cut on the inside of my left groin - there was what appeared to be a plastic shard working its way out of the cut that was painful. My doctor said not to worry it was an incision from the bladder taping and the "shard" was just surgical glue. I told him I was upset that I had not been told that any additional incisions were required for that procedure. He said not to worry - it was fine. Then I discovered a duplicate incision on the other side and shortly thereafter that surgical glue caused the same painful problem until it worked its way out of the incision. At six weeks I resumed intercourse with my husband, the night before my 6 week post-op appointment only to discover something inside my vagina was scratching the top of my husband's penis and there was a very uncomfortable pulling or tight sensation inside my vagina. For the first time since my surgery I inserted my fingers in my vagina and was horrified to discover a lumpy incision site with what felt like a scratchy plastic edge coming through it. I was never told there would be an incision in my vagina or in my groin. I was shaking very upset when I reported this to my doctor and had no idea what it was - or what had been done to cause this. Both he and his nurse examined my claiming to feel or see nothing inside. I told my doctor how upset I was that what he described as "simple and routine bladder taping" involved a procedure I was not informed about. He took me into his office and apologized for not explaining it properly to me, discounted my balance by 50% and told me to come back in 3 weeks at no charge. Three weeks later, I returned with more severe problems involving my husband's penis being scratched and not only was the tight pulling sensation worse, but I could feel what felt like a strap digging into my vagina near my pubic bone, that made sex painful and uncomfortable, but could be felt when I was sitting or lying down. I was sobbing and upset about what was really done without my knowledge, that I feel butchered, and intimacy with my husband is being ruined. Upon examination, this time my doctor said he could feel and see the mesh, which he explained had "eroded" into my vagina and offered to "snip" it out in his office while I was there. Through my tears, I told him that this would not solve the problem of mesh embedded in my vaginal wall with scar tissue growing around it. He then offered, at no cost, to do a small surgical procedure involving an incision below my urethra opening and "cutting the tape to release the tension." I told him that I need to get a second opinion, that I don't even understand what was done - which is why I'm in this positon now - and have to find out all my options so that this problem can be completed resolved. He offered to pay for a second opinion and to pay for whatever surgical procedure I want him to do to take care of this. I have no idea what type of mesh was used. My doctor said it was about 1/4" wide. I can't event describe how devastating this is - to first have trusted my doctor to properly inform me about any surgical procedure I was consenting to , and second to have such a frightening and horrific complication happened. My doctor said he's performed this procedure "hundreds" of time and I am the only patient of his this has happened to, but he's heard of it happening to other doctor's patients. Then he told me that he teaches this procedure. I am horrified to discover that there was an FDA warning against this procedure in 2008. I didn't even have the urodiagnostic test until after this warning was issued - and my doctor never said a word. We lost our health insurance after my surgery in early 2009, and I have no idea where to turn for a trusted second opinion or who to trust to resolve my problem, if it can be resolved. This experience has been so devastating. I have now learned that I will have to have another surgery to remove the mesh and to try and repair the vaginal scar. Dates of use: 2009 to the present. Diagnosis or reason for use: urinary stress incontinence.